Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, the insertable cardiac monitor (icm) accurately diagnosed a tachycardia episode but had exhibited some under-sensing. No programming changes were performed and the icm will continue to be monitored. The patient was in stable condition.